Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 52mm abdominal aortic aneurysm. It was reported that during deployment of the bifurcate mainbody, the physician rotated the slider counter-clockwise but the suprarenal stents also deployed proximally despite the back end wheel not being touched. It was reported that the event was resolved by open repair. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the premature deployment of the suprarenal stents could not be determined from the single still image. The pre-implant anatomy is unknown and additional images during implant, including images during advancement and deployment of the bifurcate, were not available for review and the reported event could not be assessed. Since the films were non-contrast the deployed position of the bifurcate relative to the renal arteries could not be assessed, and additional information regarding the consequences of the suprarenal stents deploying prematurely is currently unknown. A single returned still non-contrast angiogram confirmed that the bifurcate had been deployed down to the release of ~20mm of the proximal fabric (~2 stent rings), and the suprarenal stents had also been released. No obvious stent graft issues were seen from the deployed and non-deployed stent graft and delivery system components. The partially deployed delivery system was seen positioned with the spindle near the level of the proximal stent graft fabric, and the tip/sleeve appeared to have been partially pulled away from the spindle by just an amount to have uncovered/released the suprarenal stents from the spindle. It is possible that the deployment difficulties was due to procedural/user issues. A device issue also cannot be ruled out as a potential cause. The delivery system is pending return for analysis, and the results will be summarized in a separate report. It was reported that the cause of the open repair was due to both renal arteries being covered by the bifurcate. It was noted that attempts were made to pull the bifurcate back but these didn't work. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary: one photo was received from the account showing the back-end cover (rear handle) and the back-end wheel in the closed position. No abnormalities or defects are evident to the section of the handle shown. Device evaluation summary: pre-decontamination visual inspection confirmed the back-end cover (rear handle) was loose and easily removed from the handle system. The back-end wheel was forward on the screw gear. A kink was observed on the graft cover and inner lumen 15.4cm proximal to the distal end of the taper tip. The graft cover was fully forward on return of the device. The spindle was seated in the tip. The tip did not move forward on rotation of the back-end wheel. Post-decontamination visual inspection: the back-end wheel was rotated, and force was transferred to the distal section of device indicating t-tube bond remained intact. The tip did not move forward indicating the kink on the inner lumen may have been obstructing transfer of force from the tube to the tip. The kink on the inner was straightened by hand and the back-end wheel rotated. The tip did not move forward however force was transferred to the distal section of device indicating t-tube bond remained intact. The back-end and handle assembly were disassembled. The middle member locks were confirmed to be 18f. The spindle to middle member was intact. The back-end t-tube bond was intact. The kink on the inner lumen appears to be obstructing transfer of force from the tube to the tip. The inner lumen was cut proximal to the kink and the spindle to inner member bond was confirmed intact. The kink appears to be obstructing movement of spindle tube relative to inner tip tube when manually pushing the spindle from the tip. The inner lumen was cut distal to the kink and movement of the spindle tube relative to the inner tip tub was observed. No issues were noted during device analysis that could explain the event. All bonds intact. Device was returned with kink on the inner lumen and back end cover (rear handle) was loose. It was reported that as per the physician, the cause of the event was believed to be a malfunction of the tip capture mechanism. It was also reported that at the beginning of the case, the delivery system had no apparent kinks. It was reported that while flushing the guidewire lumen of the main body the rear handle assembly fell off. All deployment attempts were made using the slider and not the back wheel. Additional information received reported that during device preparation in the or, the rear handle of the delivery system was found to be separated from the main body when it was removed from the inner box. It was reported that due to the open surgical intervention, the patient had to cancel a separate scheduled surgery for cancer treatment. Additional information received reported that the rear handle was observed to loose between device unpacking and preparation before flushing. After unpacking the outer box, the rear handle was observed to be separated from the whole body of device when it was taken from inner box for preparation before flushing. Additionally the device did not appear to be assembled (fixed) appropriately. To reattach the rear handle the handle was pushed into the original position before use in the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the cause of the reported events could not be determined from the pre-implant films provided. The films revealed that the proximal neck was severely angulated, contained mild thrombus, and calcification was seen near the orifices of the renal arteries and within the distal portion of the proximal neck. The proximal neck flow lumen diameter just below the lowest left renal artery measured ~20mm, and the diameter along the 3cm length neck ranged from ~19 ¿ 22mm. The infrarenal neck was angulated ~80 deg lt-rt and the suprarenal neck was angulated ~80 deg rt-lt off-label use. There was no appreciable angulation in the a-p orientation. The distal aortic diameter measured 25mm and was calcified. The iliac arteries were minimally tortuous with widespread calcification, and both common iliac arteries were short. The cause of the reported suprarenal stents deploying without the back wheel being rotated could not be determined from the pre-implant films provided. Additional images during implant were not provided, and the reported events could not be assessed. It is unclear if the patient¿s highly angulated infrarenal suprarenal neck may have been a contributor to the event. It is also possible that the deployment difficulties were procedural/user related issues, and potentially related to the rear handle being found detached and subsequently re-attached to the device. Film evaluation summary update: additional rd analysis was performed on the single returned fluoro image during implant, in order to determine how far the tip was advanced. By comparing the known diameter of the marker band or the length of the spindle the gap between the spindle and taper tip can be measured and compared to the pre-deploy gap length. To eliminate possible parallax issues the spindle was used instead of the marker because the spindle-tip gap is adjacent to and in the same direction as the spindle length. This analysis indicated that the tip is advanced in the film 0.119-0.123¿ [3.02-3.12mm]. Rd deployment imaging revealed that the suprarenal stent was on the verge of releasing when the tip advanced 0.150¿ [3.81mm]. Therefore, the suprarenal stents should not have deployed in the position seen in the still fluoro image provided. If information is provided in the future, a supplemental report will be issued.